Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient had returned to their room post implant, intermittent loss of capture was noted on the electrocardiogram per the nursing staff. The patient was brought back to the catheter lab at that time for repositioning of the right ventricular (rv) lead. A chest x-ray was performed and the rv lead did not appear to have dislodged, however, threshold was unstable. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.